Manufacturer narrative:
Explanted material not returned to bmi. No additional information was provided, an investigation could not be conducted.

Event description:
Set screw backed out four weeks post-op.